Manufacturer narrative:
Initial MDR 1876226 - device 3 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced six infusion set fell off events during use on 13-apr-2024. The infusion set was used for 1-1.5 days. The patient replaced infusion set and cartridge and resumed insulin successfully. No further information available.